Manufacturer narrative:
The customer reported problem was confirmed. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. There was no patient involvement.

Event description:
Bd quality advocate. This notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Case description: tech called in for help on 8110 unit. Case resolution: tech called in for help on barrel clamp keeps failing on pm test, when clamp is open it then clamp close, tech has try the test few times before close before call he did replace the barrel clamp same issue, he is look at the syringe sizer will need to next replace or send unit in for repair. Confirm part number for sensor tech thank me for my assist. (B)(4).